Event description:
A nurse at the user facility reports a linear mark was noted on the intraocular lens (iol) after insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional info has been requested.